Event description:
It was reported that pacemaker was exhibited farfield oversensing on the right atrial (ra) lead in atrial tachy response (atr) episodes recorded. The device remains in service. No adverse patient effects were reported.